Manufacturer narrative:
(B)(4). Evaluation, -other (B)(4) , cause of event was operator not being observant of on-screen instructions provided during performance of daily maintenance procedure. The operator complained of being struck by the sample probe while the daily maintenance (B)(4) procedure was in process on an i2000sr. The access indicator light (B)(6) illuminated on the keypad and the front cover of the instrument was raised and the sample pipettor then struck the operator's hand. The operator was not injured, but the probe became bent. The operator feels that all moving parts should be stationary when the (B)(6) is illuminated. A complaint search showed no similar complaints of an operator being struck by the sample probe while performing daily maintenance on a (B)(4) system. In addition, no similar complaints/issues were found in the problem reporting system database. The architect system operations manuals (B)(4) were reviewed. The review of the manuals showed they provide adequate warnings, regarding the movements of parts and the potential for injury, during maintenance. In addition, the functionality of the access indicator light is addressed. The architect system operations manual (B)(4) was reviewed and showed the following: under section 9-6 service and maintenance it states, caution: moving parts. Maintenance procedures may expose operators to moving parts that can potentially cause personal injury. Untrained operators should not perform these procedures. Under section 7-4 precaution during operation it states, keep all processing module and sample handler doors closed and covers in place unless instructed otherwise in maintenance or troubleshooting procedure. Under section 1-81 access indicator light it states, illuminates to indicate that the processing module is in the warming or ready status and you can access the reagent carousel. Per architect software engineering the functionality of maintenance and diagnostics (m&d) procedures on the (B)(4) were designed with the intention that the top cover of the instrument could be opened at any time to allow an operator the ability to observe the performance of the system. The access indicator light is on during the operation of m&d procedures since access to the system is expected. When a m&d procedure is in progress, instructions are displayed on the screen requiring the operator to interact in that the proceed button must be selected to initiate actions during the procedure. In summary, the software performed as it was designed when the access indicator light illuminated during the performance of the daily maintenance procedure. The operator was still expected to follow the on screen instructions and to observe all warnings displayed. No deficiency in the architect system software was found during this analysis. This is the final report.

Event description:
The account stated that the operator opened the architect i2000 analyzer lid and the probe swung around and hit the arm of the operator. The probe did not pierce the operator's skin. The cta discussed the issue at length with the account and discovered that the incident occurred while daily maintenance was in progress. The account feels that it was safe to open the lid because the lui led light was on indicating that all moving parts should be stationary in that particular mode. There were no injuries reported. There were no injuries reported.

Manufacturer narrative:
The architect analyzer's probe swung around and hit the arm of the operator. The probe did not pierce the operator's skin. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.